Event description:
Pt presented with a ruptured right internal carotid artery aneurysm and subarachnoid hemorrhage. During the index procedure, the physician was unable to successfully deploy any coils within the aneurysm, the coils kept prolapsing into the parent artery and were removed. The procedure was stopped at that point. The physician did not allege any malfunction of the coils that resulted in the reported prolapse. The pt was taken back to surgery later the same day and the aneurysm was successfully clipped. There were no reported clinical consequences to the patient due to this event, and the pt was discharged from hospital eight days later.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. The device history records review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. From the info provided there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. Additional info was received from the physician stating that the coils were "too large" resulting in prolapse. The physician did not allege that there was any malfunction or non conformance of the coils resulting in the prolapse. A review of the labeling found it contains language regarding appropriate coil size selection. Based on the available info, it was determined that operational context contributed to the report event.